Event description:
On (B)(6) 2022, the patient received the following results within 15 minutes: 13.0 mmol/l (patient's meter) and 5.9 mmol/l (lab result). On (B)(6) 2022 the patient received the following results within 15 minutes: 21.0 mmol/l (patient's meter) and 4.0 mmol/l (lab result).

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.